Manufacturer narrative:
Multiple attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated for approximately 3 days. Bg levels were initially at 515mg/dl (with ketones), and dropped down to 175mg/dl after treatment with 2 correction boluses and drinking lots of water. On the day of the call, the customer's bg levels had been in the 200s mg/dl all day (without ketones). The customer's contact indicated that they have been in contact with a healthcare provider, and had increased settings by 10% over the weekend. Tandem technical support advised the customer's contact to have the customer call back for troubleshooting, as the customer was unavailable at the time.